Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particles in tubing/chamber and having headaches, nauseous, dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in tubing/chamber related to a CPAP device's sound abatement foam. Patient alleged having headaches, nauseas, dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. An unknown dust/dirt contaminate on the exterior and unknown debris under both the sd cover and accessory flip doors was observed. Unknown debris within device interior and unknown white residue on blower. Slight discoloration/ unknown residue on left side on enclosure to device was observed. The device provides airflow. Internal investigation shows unknown debris contamination and unknown white residue on blower and it was confirmed the presence of degraded sound abatement foam using the associated procedure. Investigator observed unknown debris contamination in the interior of the device and an unknown white residue, likely from a source external to the device and was able to confirm the presence of degraded sound abatement foam section d8, d9, h2, h3 and h6 has been updated.